Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the patient recently had a new pump placed ((B)(6) 2012) and the new pump had multiple confirmed motor stalls with recovery. An investigation was done with the clinic and patient the next day and it was found that the controller for the patient¿s handicap accessible vehicle contained a ¿bullet-sized magnet.¿ the patient would touch the magnetized remote anywhere in the back of the vehicle and it unlocks his car and brings down the lift. It was stated that the patient stored the controller in the abdomen area while traveling in/out of the vehicle (area was right over pump) and it was thought that this was the issue. The controller was confirmed to be the cause, as the motor stalls in the event log coincided with the patient¿s document date/time activities. It was later stated that the patient experienced ¿temporary minor withdrawal¿; however, no specific symptoms were reported. It was stated that when the patient was brought in on the (B)(6) 2012 that he was ¿symptomatic¿ and was put on oral baclofen. Drug: compounded baclofen (2000 mcg/ml, 164 mcg/day).